Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the damage to the reservoir compartment and confirmed that the reservoir ring had detached and the reservoir housing had cracked and damaged. The customer¿s blood glucose was 4.3 mmol/l. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).